Event description:
The physician was performing an ercp with stone removal using an extraction basket. It was reported that near the end of the procedure when attempting to sweep the bile duct, the drive wire separated leaving a portion of the drive wire and basket in the pt. Forceps were used to retrieve the remaining portion from the pt successfully. No add'l procedures were necessary, as the procedure was considered complete at that time. The pt is reported to be in stable condition.